Manufacturer narrative:
The reported event of needle insertion difficulty was confirmed. Resistance was noted near the distal end of the dilator when a brk needle/stylet assembly from current inventory was advanced through the returned dilator and sheath. The dilator tubing was cut lengthwise and skived material was noted at the distal end of the dilator. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the skiving was not conclusively determined.

Event description:
This report is to advise of an event observed during analysis confirming skiving.